Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report a single leaflet device attachment (slda) it was reported that on (B)(6) 2019, two clips were successfully implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 1. On (B)(6) 2019, an echocardiogram was performed. Mr increased to 2+ and one clip was noted to be detached from the posterior leaflet. (Slda). The patient remained stable, and no additional treatment was provided. No additional information was provided.